Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported a control knob was missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the menu knob was missing and upper case was broken in the menu encoder location. (B)(4)

Event description:
It was reported that the external pulse generator (epg) had a broken control knob. The epg was returned for repair. There was no patient involvement.